Manufacturer narrative:
Follow up #2 26-apr-2018 device evaluation: in q1 2018, there were 2 instances of power - moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 121 allegations of a malfunction, 70 pumps were returned to animas and investigated. Of the investigated pumps, 67 were found to be malfunctioning due to moisture ingress. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 121 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue with moisture ingress. These reports were received from various sources. The patients associated with this allegation ranged from 3-70 years of age and between 19 and 240 pounds. Of the reported patients, 61 were male, 59 were female, and 1 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there was 1 instance of power - moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 20 instances of power - moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #3: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of power - moisture ingress failure found during investigation. This report is processed under exemption number e2105053. This MDR report is part of the 227 pilot program.